Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, it was reported by a sales representative via phone that a ar-1288qai-90 quad link kit's flipcutter cracked upon contact with the bone, and the quad blade would not cut through sutures. Case completed by opening new individual items (flip cutter and quad pro) with no case or patient harm.